Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that eh insulin pump had a button error alarm. Customer stated that the device's act button was not functioning properly. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.